Event description:
It was reported that in 2008, the pt began complaining of a crackling sound that occurred while wearing and not wearing her processors. Symptoms did not improve, but seemed to worsen per her audiologist. Testing on (B) (6) 2008, showed that all was within normal limits, with all chanels ok. Per her audiologist's recommendations, the pt underwent medical evaluation with her implant surgeon. A CT scan was ordered and per his report, no abnormalities were observed with either the pt's physiology or the implants placement. The surgeon did not feel the symptoms were related to her implant and referred her to a neurologist. Due to failure of symptoms to resolve without an identifiable cause, the neurologist recommended both implants be removed. She underwent re-implantation surgery for her left device only on (B) (6) 2008. Per the audiologist following the surgery, the pt's symptoms while still present, were significantly improved. Today, (B) (6) 2009, a new surgeon at the clinic reported that the pt was still having complaints of a crackling sound from her re-implanted ear. He said, the complaints were so significant that the family was strongly considering having the implant removed and not replaced.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.